Event description:
The patient reported that the keypad buttons delay activating pump functions or don't activate them at all when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was observed to be peeling at the up and down arrow buttons. The ok button was found to be intermittently responding to presses. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. The damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.